Manufacturer narrative:
Mean age years: 62.03. Both males and females. Date of event: (B)(6) 2020 is provided, the date the article was accepted. Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Telephone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the materials were not returned for evaluation. Therefore, a failure analysis of the complaint devices could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lenses could not be reviewed since no serial numbers were provided. Therefore, no manufacturing record evaluation could be performed or historical complaint review. Conclusion: as a result of the investigation, a product quality deficiency could not be confirmed. Müller-kassner, a., sartory, t., müller, m., varna-tigka, k., mayer, wj., kreutzer, t., schuh, a., priglinger, s., kohnen, t., & shajari, m. (2021). Refractive and visual outcome of misaligned toric iol after operative realignment outcome of misaligned toric iol after operative realignment. American journal of ophthalmology (2021), doi: https://doi.org/10.1016/j.ajo.2020.11.024. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: refractive and visual outcome of misaligned toric iol after operative realignment. A retrospective case-control study was done to evaluate the refractive and visual outcome of patients with misaligned toric intraocular lenses (iols) after operative realignment, with and without back-calculation of the toric axis after implantation of the iol. The study consists of 39 eyes of 39 patients who underwent femtolaser-assisted lens exchange (n=20 right and n=19 left). The iols used in the study include acrysof sn (n=5; alcon), acrysof iq panoptix (n=8; tfn), rayner t-flex toric (n=6; rayner), tecnis amo symfony (n=9; j&j vision care, inc.), at lisa tri mp (n=8; carl zeiss meditec) and at lara mp (n=3; carl zeiss meditec). On day 7 post-op, the toric iols showed a postoperative misalignment of 25.69°±26.06°. Based on the smallest angle, 17 iols rotated clockwise 142 (30.12°±28.95¿¿), whereas 22 eyes rotated counterclockwise (22.27°±23.72°). Repositioning surgery was performed after 86.54±157.99 days as intervention. It is not clear if the postoperative misalignment occurred in the eyes implanted with tecnis amo symfony or the other products.